Event description:
It was reported that during a routine device explant, the device can was touched by electrocautery inducing ventricular fibrillation (vf). It was also reported that the patient was successfully converted with external cardioversion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and there was no analysis as it met the expected longevity.